Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker no longer sounds correct. The device was outside of use on a patient. There was no patient harm.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer, who reported that the issue was related to a faulty buzzer (speaker). It could not be confirmed whether the device was producing sound at the time of the complaint. The rse informed the customer that the device reached its end of support on (B)(6) 2025. Based on the available information, the reported product malfunction could not be confirmed, as the product is no longer supported and replacement parts are no longer available. Based on the information available and the results of additional analysis, no further action is required at this time. D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.